Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 455mg/dl with polydipsia associated with an inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended. It was also found that the bolus totals did not match. The patient¿s blood glucose readings do not meet animas criteria of a serious injury. However, this complaint is being reported because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the pump¿s black box showed that the pump was manually suspended on (B)(6) 2017 at 21:54 and manually resumed at 21:58. The delivered boluses were manually calculated for 03/11, 03/10, 03/09 & 03/08; the delivered boluses on each day correctly match the total daily dose (tdd) record in the bolus history. A cs 163 no cartridge detected warning was observed on (B)(6) 2017 at 23:17; deliveries resumed at 23:29. During testing, a 10u audio & 10u normal bolus were manually performed. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The tdd record added up correctly and reflected the programmed basal and bolus daily total correctly. During testing, the pump was exercised for 24 hours with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The force sensor calibration was found to be within required specification. The pump cover was removed; no internal moisture or force sensor defects were observed. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment and a discolored display.